Event description:
Customer reported that the tubing became kinked during use. Customer provided additional information on (B)(6) 2012, stating that the reported condition occurred while the patient was connected and that the patient suffered as a result. After trouble shooting the situation, the customer found another source for oxygen. On (B)(6) 2012, customer reported that the patient was in CT for a scan. The patient coded on the table. While attempting to bag-mask ventilate the tubing was occluded. An e-cylinder was brought to the code and the ambu bag was attached to it to deliver oxygen. It is unknown what pinched or occluded the tubing originally needed to deliver the oxygen to the patient. Customer additionally reported on (B)(6) 2012, that the patient was being bagged while receiving a CT scan, the standard tubing length provided with the resuscitation bag is not long enough. Therefore, they chose to use this 21 ft tubing in its place during the procedure. The customer stated he did not personally observe the kink in the tubing; however he stated they know no oxygen was flowing through the tubing, and therefore they assume this was due to a kink. Customer stated that the stocked tubing from this lot number appears to be missing the star lumen design on the internal surface. The customer advised this tubing appears different than their typical crush resistant oxygen tubing, and was completely smooth in the interior. The customer advised that the patient became hypoxic as a result of the lack of oxygen received. He stated the patient was "near coding" when they switched out the oxygen source and tubing. They were able to resuscitate the patient and he advised there was no long term damage as a result of this event.

Manufacturer narrative:
(B)(4). Sample was received for evaluation. Upon completion of carefusion's investigation, a follow up medwatch was submitted.

Manufacturer narrative:
(B)(4). Device evaluation summary: the sample received was visually inspected and does contain the star lumen design. The sample was also tested and unfortunately the reported condition could not be duplicated or confirmed during our testing. The device history record for the batch reported was evaluated for any issues related to the reported condition. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The manufacturing process was reviewed and we did not find anything that could have contributed to this issue. Since the defect reported was not confirmed, there is no corrective action that will be implemented at this time. However, all applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten production personnel awareness.